Event description:
Customer reported that the insulin pump's act button was not responding. Customer did not recall any significant events leading up to the error. Blood glucose level was 256 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Displacement test was not performed due to unresponsive keypad. The act button did not have button response due to moisture damage on keypad traces. Minor scratches on lcd window, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.